Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump powered off and different and multiple batteries do not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting was done for battery and customer tried three different new energizer batteries but the display and the power did not work. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced but customer indicated that they have another pump to us and will not be returning the device. Nd to return the product for analysis.